Event description:
A chemotherapy syringe connected to a texium ((B)(4)) was supplied by the pharmacy. The customer reported that approximately 2 minutes into a chemotherapy bolus they identified a leak between the smartsite and the texium . From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). The model#/catalog# identified in is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.